Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that a few times in the past, when the patient performed strenuous activities, therapy was not as effective and she had to be reprogrammed. The change in therapy/symptoms was sudden and the changes in effect were occurring intermittently. Reprogramming had always resolved it and it was unknown how many times the past events had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.